Event description:
It was reported via repair work order that the head section could not be extended or retracted due to a broken release lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.